Manufacturer narrative:
Initial trend analysis for lot 59322 was conducted, no malfunctions were found. This is the only complaint for lot 59322. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that while using pn item number 831061 lot 59322 expiration date 04/12/2027 with lantus insulin pen, the insulin leaks from the between the pen needle hub and the cannula during her injection.

Manufacturer narrative:
The affected device was returned and tested for any irregularities. The returned the testing results on 4-27-2023, results as follows; no non-conformities found during testing. No leaking was found during simulation tests.

Event description:
End user reports that while using pn item number 831061 lot 59322 expiration date 04/12/2027 with lantus insulin pen, the insulin leaks from the between the pen needle hub and the cannula during her injection.